Event description:
It was reported that during an induction test after the device was implanted, the device charged, but no therapy was delivered. The device charged a second time with the same result. The patient was converted externally. The device was not used and was replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.